Manufacturer narrative:
Addl lot#: 248203. Pending.

Event description:
Customer alleges discrepant results with meter compared to lab: date: (B)(6) 2011, inratio: 3.8, lab: 2.0. Pt's target therapeutic range is 2.0-2.5.